Event description:
It was reported during implant of leadless implantable pulse generator (ipg), confirmed under fluoroscopy that the leadless implantable pulse generator (ipg) was dislodged when the tether was collected and moved from mid septum to the free wall of the base. One side of the tether was already inside the catheter and collection using a snare was initiated. The device was approached using catheter delivery system and other guiding, but it could not be captured with a snare. The device was placed with mode off and remains in patient. The delivery system was attempted but not used and replaced. Extension of hospitalization occurred as a result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [mc2avr1] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.